Event description:
Report rec'd from the USA stating that the device does not work. The device was being used during surgery. No injury or medical intervention occurred. The date of the event is unk. No add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).